Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 425 mg/dl treated with shot. The customer¿s blood glucose level came down to 174 mg/dl, by lunch time his blood glucose was up back to 400 mg/dl, they took a bolus and entered extra carbohydrates. Before calling they took another correction with the pump because the blood glucose was 504 mg/dl. The customer was treated his high with pump. The customer states the drive support cap appears normal. The customer declined to check for the presence of leaks or air bubbles. The customer experienced symptoms such as headache and haven¿t felt well. Advised to change entire set, reservoir and insulin and treat per physician instruction. The insulin pump will not be returned for analysis.